Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00801802801 femoral head sterile product do not resterilize 12/14 taper lot#61382314, item# unknown unknown cup lot# unknown, item# 32856021614 contu const liner gg 28 x 48 lot# 95004557. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 2018 03398; 0001822565 - 2018 03400; 0001822565 2018 03401.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision on unknown date for unknown reason. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.